Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patients ipg was non-functional. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that patient wanted the new system due to battery was unable to charge. The revision procedure was for upgrade per patients preference.

Event description:
A report was received that the patients ipg was non-functional. The patient will undergo a revision procedure.

Event description:
A report was received that the patients ipg was non-functional. The patient will undergo a revision procedure.